Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed that a controller fault alarm was triggered. The alarm is indicative of a leaky diode on the automatic power switch (aps) circuit. There is currently an internal investigation addressing this issue. Analysis of the device could not be performed since the device was not returned for evaluation. The most likely root cause of the reported event can be attributed to a leaky diode on the automatic power switch of the controller this event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that controller was brought to the clinic after a controller fault alarm occurred. It was reported that it was a one off alarm. The controller was exchanged. No patient complications have been reported as a result of this event.